Manufacturer narrative:
New assessment information was received. The injury was a 1st degree burn and therfore is a malfunction. The following fields changed because of this new information: b1: changed to malfunction. B2: no longer a "other serious or important medical events". B5: event was updated to reflect 1st degree burn-malfunction. H1: changed to malfunction. H6: health effect/clinical code: changed to 2685. Manufacturer narrative: the device is not being returned and no photograph evidence was provided. Therefore, the reported failure could not be verified. A two-year review of complaint history revealed there has been a total of one complaints, regarding one devices, for this device family and failure mode. During this same time frame (B)(4) have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, (B)(4). This is the only complaint for this lot number and failure mode. The device is not manufactured by conmed, a request for the DHR has been sent but at this time has not been recieved. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The device, plp2020, was being used during a surgery on (B)(6) 2019 and "the product was attached to a covidien force fx cautery set to 40 cut and 40. The plumepen elite burned through two pairs of the surgeons gloves and down to the skin, causing a burn on his finger. This caused injury to the surgeon and delay in the case as surgeon had to scrub out due to contamination and tend to his injury. Please note the surgeon was cutting tissue that was being pulled up with his finger. There is no evidence that the device malfunctioned." Upon further assessment, it was discovered the burn was 1st degree and required no medical intervention. The procedure was completed. There was no report of delay. This report is being raised on the basis of malfunction with the potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the device, plp2020, was being used during a surgery on (B)(6) 2019 and "the product was attached to a covidien force fx cautery set to 40 cut and 40. The plumepen elite burned through two pairs of the surgeons gloves and down to the skin, causing a burn on his finger. This caused injury to the surgeon and delay in the case as surgeon had to scrub out due to contamination and tend to his injury. Please note the surgeon was cutting tissue that was being pulled up with his finger. There is no evidence that the device malfunctioned." The procedure was completed. There was no report of delay this report is being raised on the basis of injury due to burn of unknown degree.